Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 345 mg/dl and 97 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a initial report. The customer's reported was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.